Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the internal wash syringe for the sample probe had a slight leak. This allowed a small amount of di water to escape the syringe which found its way outside of the skins of the instrument by reaching the floor. The syringe was removed and replaced which corrected the event. (B)(4).

Event description:
Customer contacted a customer support representative (csr) regarding a leak from their au5800 analyzer. The csr assisted the customer in identifying the cause of the leak. The leak was found to be coming from the sample syringe. There were no erroneous results associated with this event.